Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. The customer¿s blood glucose (bg) level was 260 mg/dl. A supply change was performed to address the occlusion issue.